Event description:
The customer reported to olympus that the camera head image flickers. There was no procedure or patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and found that the image issue was due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that the image flickered due to communication failure caused by a cable malfunction. The cause of the cable failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information from the customer stated that the fault was found during regular maintenance and that the device was not used after that.